Event description:
The hospital reported that during a procedure, the housing cap of the device got detached, and needed to be picked out from the pt's chest. The procedure was completed with the same device. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the device was received on 9/24/2007, and is currently under investigation. A supplemental report will be submitted when the investigation complete.